Event description:
The customer reported to olympus that the resection sheath, 28 fr. Had the ceramic tip damaged and breaking off. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found that the passage, locking and beak were all working as expected. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. Corrected field: h8 - usage of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nineteen (19) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined since the reported event was not confirmed. The event can be detected and prevented by handling the device in accordance with the following instructions for use: chapter 4.1 ¿inspection and testing¿ of the instructions for use (IFU) regarding the proper reprocessing of the affected device. Olympus will continue to monitor field performance for this device.